Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pd2380, and no non-conformances were identified. Investigation summary: an empty opened foil and a detached needle of product code vcp358, lot #: pd2380 were received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. Body fluids and marks could be observed on the body needle that appear to be by use of a surgical instrument. No suture remnant was observed into the barrel hole and the suture was not received to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, there was a problem of pulling off suture needle. A like device was used to complete surgery. There were no adverse patient consequences reported.